Manufacturer narrative:
Insulin pump had frozen on full segment display due to faulty interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, or verify motor error alarm, and button keypad anomaly due to frozen screen. No constant tone alarm noted. Insulin pump had corroded motor home switch. Insulin pump had minor scratched display window. Drive support was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that they received a motor error while rewinding the insulin pump. The customer stated that it would not allow him to clear the alarm so they removed and replaced the battery. When they turned it back on there was a constant tone. Troubleshooting was performed. The customer was advised to perform a 5-minute insulin pump rest and insert a new battery afterwards. The insulin pump counted to 7 then filled the pixels and never changed after that. The insulin pump was neither beeping nor vibrating currently. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.